Event description:
It was reported that during a lap chole procedure, the clips stayed open after firing, only the tips closed. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This complaint has been voided as the device was found to be reprocessed. The analysis results of the device found that it was received with evidence of reprocessing. No testing was performed due to the returned condition of the device.

Event description:
Three falsely elevated troponin I results were obtained on a patients' samples. The results were reported to the physician. The samples were repeated and negative results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.